Event description:
A report was received via social media that the patient was experiencing pain at the ipg site that radiated to an unknown area which was believed to be caused by the ipg. The patient underwent an explant procedure. The patient was doing well. No further information could be obtained.